Manufacturer narrative:
(B)(4).

Event description:
It was reported "provider inserting arterial access, was unable to advance catheter, immediately withdrew and noticed a string like material on the wire from the catheter and a piece of wire was noted in the patient's artery, this was removed." The patient's current condition is reported as "unknown" at this time. Additional information was requested from the customer, however further details have not been provided at this time.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "provider inserting arterial access, was unable to advance catheter, immediately withdrew and noticed a string like material on the wire from the catheter and a piece of wire was noted in the patient's artery, this was removed." The patient's current condition is reported as "unknown" at this time. Additional information was requested from the customer, however further details have not been provided at this time.